Event description:
Report received from the USA stating that the burr "won't go in" to the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of cannot insert burr was not confirmed. (B)(4) evaluated the device, and it was determined that the burr could be inserted into serial number (B)(4), but the unit did exhibit vibration due to bearing wear/damage. This condition was likely due to normal wear out over time, but may have been exacerbated by ineffective cleaning and maintenance. If additional information is received, a supplemental report will be sent. (B)(4).